Event description:
Customer reported an issue with the spectrum monitor, which may have affected patient monitoring. No patient injury was reported.

Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement of the unit's cpu board, recalibration of the co2 module, and reseating the cables. Unit was calibrated and safety tested to factory's specifications.